Event description:
It was reported by service report that there were cracks in the welds of the outer base tube assembly. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Outer base tube weldment.